Event description:
Caller tested 3.2 inr on his coaguchek xs system and 3.2 inr on a professional coaguchek xs system while a comparison lab returned as 2.26 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the professional coaguchek xs system (lot number 20968621, expiration date 03/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the patient's system.